Manufacturer narrative:
Device evaluation: the cold pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, the user witnessed blue pixels. The user did not lower the laser firing power nor did the user let off the foot pedal. It was noted that the physician performed a biopsy prior to the ablation procedure and flushed it with a solution. There were no patient complications reported in relation to this event.